Manufacturer narrative:
The technician isolated the issue to a defective wiring harness. He replaced wiring harness and readjusted the limit switches for trend function to repair the bed.

Event description:
Info received indicates the bed has no up/down or trend function working.